Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to wear.

Manufacturer narrative:
Device was not received. Review of the device history records identified no deviations or anomalies. This device was used for treatment. Review of complaint history search identified no other complaints for the part/lot a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.